Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the device body, suture, and posterior needle tip were not returned and the reported lot number could not be confirmed. The scope of this investigation was limited. Inspection of the plunger and the attached components confirmed the reported product experience as it revealed that the posterior cuff miss occurred during needle deployment as evidenced by the undisturbed posterior cuff tabs. The posterior cuff miss would result in a failure to retrieve the suture. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. Contributing factors for the posterior cuff miss include, but is not limited to, manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. The needle trajectory of every device is verified twice during manufacturing. There were no challenging anatomical conditions reported or definitive evidence in the evaluation of the plunger to suggest that the device was twisted or rotated during needle deployment or the needles were not deployed at a 45-degree angle. Based on the successful testing of the device needle trajectory during manufacturing, the probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide was used to achieve hemostasis. A 6fr sheath was used. There were no reported adverse patient sequelae. There was no reported clinically significant delay in the entire procedure. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.